Event description:
It was reported that biomed would like to send the device in for the 2000 preventive maintenance, stated that it was not cooling and confirmed a mixing pump issue. Chiller temperature (t4) dropped to 5 degrees per additional information received via email on 03nov2022, it was reported that there was patient involvement. No reported injuries. No device status at this time. Per sample evaluation results received on (B)(6) 2022, other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replacement of one tank seal due to tearing of the seal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable.

Event description:
It was reported that biomed would like to send the device in for the 2000 preventive maintenance, stated that it was not cooling and confirmed a mixing pump issue. Chiller temperature (t4) dropped to 5 degrees. Per additional information received via email on 03nov2022, it was reported that there was patient involvement. No reported injuries. No device status at this time. Per sample evaluation results received on 17nov2022, other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replacement of one tank seal due to tearing of the seal.